Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation (exact date unknown) and the patient was discharged home. The patient reported to the physician 24-48 hours post ablation complaining (complaint unknown). Approximately, one month later the patient returned to the doctor's office complaint of "abdominal pain, fever and nausea". The physician prescribed antibiotics and discharged the patient. The patient is "doing well".